Event description:
It was reported that during a procedure the device operated automatically without user activation. A back-up device was used to complete the procedure. There was no delay in the procedure and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor assembly and the bearings.